Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patients left hip was revised due to a loose cup.

Manufacturer narrative:
Additional information in b5 event description. An event regarding loosening involving a restoration anatomic shell size 56 left was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for the lot referenced. Conclusions: discussion with dr. (B)(6) indicated that at the time of ras shell implantation, the patient had poor bone quality as a result of multiple previous revisions and a near pelvic discontinuity. Bone graft was used around the shell as well, but the patient's existing conditions aforementioned affected the ability for the bone to achieve fixation however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause

Event description:
The patients left hip was revised due to a loose cup. Update: "surgeon indicated that at the time of ras shell implantation, the patient had poor bone quality as a result of multiple previous revisions and a near pelvic discontinuity. Bone graft was used around the shell as well, but the patient's existing conditions aforementioned affected the ability for the bone to achieve fixation."